Event description:
Complainant alleged that while attempting to pace an asystolic, female pt (age unk), the device was unable to capture the heart rhythm via electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The complainant indicated that the electrode pads were subsequently discarded and testing of the device was not able to duplicate the malfunction; the device has been returned to service and is not returning to zoll medical for evaluation of this malfunction.